Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with two mentor memorygel breast implant prostheses (left: 375cc, right: 500cc) and experienced right-sided anisomastia and left-sided rupture. The patient¿s surgeon stated that the patient had developed right-sided asymmetry over time, and her right breast appeared larger than the left breast. Due to right-sided anisomastia, the patient¿s concern regarding her age, and desire to go with smaller implants, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant (left catalog #: smpx325, left serial #: (B)(4), right catalog #:3504004bc, right serial #: (B)(4) on (B)(6) 2021. Upon explantation, left-sided rupture was observed. The implantation date was estimated as (B)(6) 2007 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right-sided breast asymmetry, desire to go with smaller implants, the patient's concern regarding her age. Manufacturer¿s reference number: (B)(4).